Event description:
It has been reported that the sys 9800 has continuing pre charge error after initialization. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The batteries were replaced a second time and then the battery charger circuit board was replaced. The reported issue continues to be under investigation. A f/u report will be filed when add'l details become available.